Manufacturer narrative:
The reported failure to interrogate and no pacing was confirmed. As received, device had no telemetry and no output due to low battery voltage. Analysis performed after installed new battery and reloaded product code, including output measurement, did not find any anomalies. The original battery was depleted to eol level. The implant duration exceeded the device¿s projected longevity and considered normal battery depletion.

Event description:
New information notes that the patient was recently seen by the following physician. It was discussed by the physician and the patient to probably not changing the device out at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient appeared to be in afib between 80-90 bpm and no pacing. After trying several methods to interrogate the device, it was unable to gain telemetry. Patient will be scheduled for follow-up.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that on (B)(6) 2019, the device was explanted at normal eri.